Event description:
It was reported that during a spinal cord stimulator paddle lead implant procedure, the surgery was aborted as the physician overseeing the neuromonitoring during the case noticed a decrease of right sided muscle function after the paddle lead was placed. Some muscles on the right dropped out entirely, and others showed significant atrophy. The physician decided the safest course of action would be to abort the implant procedure. The paddle lead was explanted and no product was left implanted. The lead had not been sutured down prior to removing. There were no hematomas or visible cause for the event. The physician does not know reason for the issue. The neuromonitoring physician cited much improved function on the right as the physician was closing. The patient is recovering well and has regained all function. The paddle lead will not be returned per hospital policy.